Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting eval. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).

Event description:
The surgeon reported that the cutting action of the probe was abnormal and could not cut the vitreous body during a combined procedure. The pack was exchanged to solve the issue. There was no harm to the pt.